Manufacturer narrative:
Product evaluation: the lens was returned. Solution is dried on the lens. Both haptics are broken. The optic is torn/split into pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the optic damage. (B)(4).

Event description:
The lens was removed approximately two years following the initial procedure.

Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with a small amount of blood was observed on the returned product. The product was returned and damaged was observed. The lens was returned wrapped in a wet foam like substance. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for the patient who had implanted iol in cataract surgery, felt very uncomfortable vision recently. The patient felt very difficult to adapt vision and glare, halo. Meanwhile, the patient does not improve discomfort even received a yag and lasek. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling.

Event description:
A doctor reported a patient that experienced uncomfortable vision, glare, halo and dizzy feeling approximately two years following an intraocular lens (iol) implant procedure. Although yag and lasek procedures were performed, the symptoms have persisted and therefore an iol exchange has been planned. There are two medical device reports associated with this event. This report is associated with the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(6). (B)(4).